Manufacturer narrative:
.

Event description:
It was reported that the pt had leg weakness and/or spasm. The pt also felt numbness and tingling in his feet, hands, legs, arms and torso. The pt had extreme pain in his feet. The symptoms started several months ago. The pt was at home and his status was fair. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional information becomes available.